Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.5/+1.0/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Low vault is reported. The lens remains implanted with a planned exchange. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5- lens was exchanged for a longer length lens on (B)(6) 2021 due to low vault. This resolved the problem. Reporter states "patient is happy." Claim#: (B)(4).